Event description:
It was reported that (B)(6) cardiologist, contacted boston scientific on behalf of another physician, name unknown, who had a patient that developed acute liver failure, rhabdomyolysis and myositis about 3 weeks after implantation of a promus stent. He said that the patient's symptoms were unlikely to be related to the promus stent, but wanted to know if we were aware of any similar cases related to promus. He also said that the patient did have a depressed ejection fraction as a result of ischemic heart disease and hypothesized that the patient's clinical course might have been related to hypoperfusion and low cardiac output. He also said that the patient's clinical condition had improved significantly recently." No additional information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.